Event description:
It was reported that a revision of the polyethylene insert was performed on the patient due to soft tissue laxity. Insert was exchanged.

Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. However, device details were provided. Therefore, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that all documents and/or images provided as of this date have been reviewed. A review of two dated x-ray images do not contribute to the root cause of the joint laxity but show good alignment and fixation of the components. It has been communicated via email that no additional relevant supporting clinical information is available. There is no patient injury reported. Therefore based on insufficient information, no further clinical assessment can be performed at this time and it cannot be ruled out that the laxity was just expected change over time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.